Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017-against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the first prostyle device was successfully preplaced. A second prostyle device was deployed. The lever was returned to its original position and the foot retracted prior to device removal attempt; however, resistance was felt during removal and the device could not removed. The prostyle device was removed against resistance. The sheath was upsized to greater than 8f and the pevar procedure was completed. Wire access was maintained and the decision was made to use a non-abbott device for closure. Deployment of the non-abbott device was unsuccessful as foot plate was deployed outside of vessel. The physician had to bail out using a covered stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.